Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up visit, this right ventricular (rv) lead exhibited poor sensing that did not sense the patient's r-waves. The device was suspected to be sensing the patient's atrial fibrillation. An x-ray was to be performed in the future. The device was reprogrammed. The patient is not pacer dependent and no additional adverse patient effects were reported.